Event description:
A malfunction alarm coded as malf 9 was reported, which did not result in the customer's blood glucose level exceeding 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump with instructions to call back if the issue reappeared.